Event description:
On 11/22/2024, it was reported by a sales representative via (B)(4) that an ar-8400cex curved excalibur fell apart unexpectedly and separated into two distinct sections. As the pa removed it, the first section¿located on the left side of the mayo stand in the picture¿separated, followed by the longer coiled part on the right side. The pa applied a gentle pull, as is standard practice, which led to the separation. This occurred during a case with no patient harm. They opened another one to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-8400cex curved excalibur fell apart unexpectedly and separated into two distinct sections. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.